Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio meter: 1.5, lab: 2.19 (within minutes). Sample type: inratio meter: finger-stick. Lab: venous.